Manufacturer narrative:
Concomitant medical product(s): part: 00771100910 name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length lot: 61389207; part: 00620005222 name: shell porous with cluster holes 52 mm o.d. Lot: 61417334; part: 00625006525 name: bone scr 6.5x25 self-tap lot: 61436662; unknown trilogy liner. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following:the patient underwent initial left hip arthroplasty. The patient was revised due to pseudocapsule, necrosis, in-vivo corrosion, tissue damage, and altr. There was increasing pain and diagnosed with mechanically assisted crevice corrosion via ultrasound and hip aspiration. Large amount of joint fluid in subfascial tissue, anteriorly the iliopsoas tendon and anterior hip joint where the anterior gluteus medius detached from the anterior femur. Pseudotumor encapsulated the sciatic nerve posterior femur and anteriorly under the fascia which was removed with exception of portion lying directly on sciatic nerve. Discoloration on trunnion and head were noted consistent with corrosion and altr. Poly was yellowed and had areas of scratching consistent with reported issues. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a left hip revision procedure approximately six years post-implantation due to pain, and aseptic lymphocytic vasculitis-associated lesions (alval), corrosion, and metallosis symptoms.